Event description:
It was reported that patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6).